Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds of 4.5 volts during routine follow-up. It was determined via x-ray that the lead dislodged. Subsequent the patient underwent a revision procedure and this product was explanted and successfully replaced. No further complications were reported. This product will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.